Event description:
It was reported to philips that the connector has a problem and t"he ECG and discharge would be interrupted if the cable moved due to an internal bad contact." There was no reported patient involvement.